Event description:
Information received with return of the explanted device notes that the patient was admitted to the hospital. The device exh ibited no pacing during ECG monitoring and with magnet application. Attempted programming noted noo telemetry and no response to magnet application.

Manufacturer narrative:
H9 - final analysis - no output or telemetry; mechanism - crystal anomaly; component - crystal.